Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
It was reported that the patient with diabetes had awakened during the night feeling nauseous and had observed insulin leaking between the adhesive patch and her skin. She had confirmed the presence of positive ketones. The event did affect patient care but there was reported no injury to the patient.